Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead experienced placement difficulty. This lv lead was found to have dislodged. This lv lead was explanted and will be returned for analysis. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. There was nothing visually wrong with the lead that would cause a dislodgement and placement difficulty. There was electro-cautery damage at 407 millimeters (mm) from the terminal pin.